Event description:
The customer was hospitalized for low blood glucose. The cause of low sugar levels was unk at the time of call. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested that customer call her doctor to discuss possible causes of low blood sugar.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.